Event description:
Same case as MFR report # 2134265-2008-02564. It was reported that during a rotablator procedure, a burr breakage and surgical intervention occurred. The calcified lesion was believed to be located in the left anterior descending (lad) artery. The percent of the stenosis of the lesion and vessel tortuosity are unknown. It was noted that intra-vascular ultrasound (ivus) was not used during the procedure. The rotawire guide wire was placed and the 1.5mm rotablator burr was advanced to lesion. Prior to ablation, the physician suspected a vessel dissection in an unknown location but was unable to confirm its presence. On an unspecified run the burr became stuck in the lesion and was unable to be removed. The physician "had to cut device to remove (the) shaft." Leaving a portion of the burr, guide wire tip, and proximal burr shaft inside the patient. The patient was taken to the operating room where a bypass procedure was performed. It was not known if the burr or guide wire fragments remain in the patient. The patient's status is unknown, however, it was noted that the bypass was successful. It was further noted that the "physician does not feel this was a product issue, they feel it was due to other (unspecified) issues (encountered during) the procedure".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.